Event description:
A user facility provided additional information stating there was no pt impact/injury associated with this event.

Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Pt impact is uknown. Add'l info has been requested.